Event description:
It was reported the device was electively replaced due to the field advisory. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.